Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed by local olympus staff. Based on the results of the investigation, cause was traced to be component failure of transducer. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not enough power. This issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient involvement.